Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose level was 8.4 mmol/l and went up to 24 mmol/l, 16 mmol/l, 21 mmol/l. Customer declined troubleshooting for high blood glucose. Customer reported that the insulin pump wasn't dropped with the set connected to their body. The insulin pump will not be returned for analysis.